Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the fibers were wet with indication of blood exposure and coagulated blood was present between both screw flanges and potting cut surfaces. Gross visual examination of the returned device did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The polyurethane material was distributed evenly and was noted to be intact without any visually identifiable damage. The dialyzer was subjected to laboratory leak tests; no internal or external leaks noted during this testing. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination did not reveal any damage, irregularities, or separations. The fiber bundle was then submerged in a water bath while compressed air pressure was allowed through the fiber bundle at a regulated rate. No leak was identified and no bubbles were observed escaping from the fiber bundle. Subsequent visual examination did not identify any damage or irregularities; no kinked, looped or damaged fibers were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the failure mode. The failure analysis did not identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer unit. Therefore, the complaint has been deemed not confirmed.

Event description:
A user facility reported that a blood leak occurred approximately 45 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood test strips were used to positively confirmed the presence of blood. The blood leak was not visually observed. No dialyzer damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 300cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.